Manufacturer narrative:
Not applicable.

Event description:
Us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open bleeding wound under right arm, under the lv, between blue and red leads where garment was rubbing excess skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician applied a dressing to the wound. Outcome of the irritation is unknown as follow up attempts were unsuccessful..